Event description:
It was reported that paxgene® blood ccfdna tube gave erroneous results. This occurred on 1000 occasions. The following information was provided by the initial reporter: unsatisfied quality. Due to poor performance compared to competitor's product will be returned. Paxgene ccfdna tube has poor quality on volume of ccfdna and it caused qc fail. (Marcogen¿s guarantee criteria : nipt 10ng/ul -> 6 fail out of 17 samples, cancer 40n/ul) in library production step, paxgene tube was shown 37% lower performance in library concentration comparison. Sample condition: same day of collection? -yes. Same phlebotomist? -yes. Tube storage conditions (time and temp before centrifugation) - centrifugation conditions for both tubes 2900g / 10mins / 4degree tube lot numbers / expiration dates - lot# 8158948 / 31. July. 2019.

Manufacturer narrative:
The following fields have been updated with corrections: common device name: dna tube.

Event description:
It was reported that paxgene® blood ccfdna tube gave erroneous results. This occurred on 1000 occasions. The following information was provided by the initial reporter: unsatisfied quality. Due to poor performance compared to competitor's product will be returned. Paxgene ccfdna tube has poor quality on volume of ccfdna and it caused qc fail. (Marcogen¿s guarantee criteria : nipt 10ng/ul -> 6 fail out of 17 samples, cancer 40n/ul) in library production step, paxgene tube was shown 37% lower performance in library concentration comparison. Sample condition: same day of collection? Yes. Same phlebotomist? Yes. Tube storage conditions (time and temp before centrifugation) - centrifugation conditions for both tubes 2900g/10mins/4degree. Tube lot numbers/expiration dates - lot#: 8158948/31. July. 2019.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos of the tube from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos of the tube were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that paxgene® blood ccfdna tube gave erroneous results. This occurred on 1000 occasions. The following information was provided by the initial reporter: unsatisfied quality. Due to poor performance compared to competitor's product will be returned. Paxgene ccfdna tube has poor quality on volume of ccfdna and it caused qc fail. ((B)(6)¿s guarantee criteria: nipt 10ng/ul: 6 fail out of 17 samples, cancer 40n/ul). In library production step, paxgene tube was shown 37% lower performance in library concentration comparison. Sample condition: same day of collection? Yes. Same phlebotomist? Yes. Tube storage conditions (time and temp before centrifugation): centrifugation. Conditions for both tubes: 2900g / 10mins / 4degree. Tube lot numbers / expiration dates - lot# 8158948 / 31. July. 2019.